Event description:
It was reported that insufficient roll off occurred. A soloist single needle electrode was selected for use in an osteoid osteoma radiofrequency ablation procedure. During the procedure, the impedance was not rising. After multiple attempts, the tumor could not be ablated, and the case was abandoned.

Event description:
It was reported that insufficient roll off occurred. A soloist single needle electrode was selected for use in an osteoid osteoma radiofrequency ablation procedure. During the procedure, the impedance was not rising. After multiple attempts, the tumor could not be ablated, and the case was abandoned.

Manufacturer narrative:
Device eval by manufacturer: the device and the cable were returned for analysis. During its analysis, the electrical inspection passed because the electrode was able to conduct current, indicating proper connectivity, which does not confirm the reported event. Additionally, the visual inspection passed since no damages were observed.